Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. The hypotube shaft was completely separated 9.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities with the outer and inner shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). Pre-dilation was performed with a 15mm x 3.00mm nc quantum apex¿ balloon catheter at 10 atmospheres for 10 seconds and the device was then removed from the patient. Subsequently, intravascular ultrasound (ivus) was performed and the balloon catheter was re-inserted. While the device was advancing to the lesion, the shaft was separated. The break occurred outside the body thus the physician pulled the device and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). Pre-dilation was performed with a 15mm x 3.00mm nc quantum apex¿ balloon catheter at 10 atmospheres for 10 seconds and the device was then removed from the patient. Subsequently, intravascular ultrasound (ivus) was performed and the balloon catheter was re-inserted. While the device was advancing to the lesion, the shaft was separated. The break occurred outside the body thus the physician pulled the device and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).